Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was admitted to the hospital with hyperglycemia and a blood glucose level of 31,1 mmol/l due to the error e-4 (= occlusion) that the user and the user's mother could not solve despite changing the consumables. During the call, it was found that adapter had never been changed.